Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be component failure. The device was manufactured before a countermeasure was implemented on the circuit board design. The countermeasure addressed blackouts when used with 180 series scopes. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user report was confirmed. A full inspection of the device was performed and the processor would not work with the 180 series scopes due to a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii video system center was "not working with 180 series scopes". There was no patient/user injury or harm reported to olympus.